Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the lot number of the device was not provided. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is most likely that use error contributed this event. Some of the bleeding may be associated with an intravascular device; this can typically be controlled with gentle pressure to the site. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following indications for use: "venous return cannulae are intended for cannula drainage from the superior and inferior vena cava during extracorporeal circulation for a duration of < 6 hours. This device is not intended for use other than as indicated and should not be used when any physical impairment would contraindicate its use." Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards reviewed the article "outcomes of a multicenter trial of the levitronix centrimag ventricular assist system for short-term circulatory support" ranjit john et al. Through review of the article, it was identified that edwards 32f venous cannulae were used to support the levitronix centrimag vas device. The ventricular assist system (vas) was specifically designed for treatment of patients with acute cardiogenic shock of any etiology, including acute myocardial infarction, myocarditis, cardiotomy and complications that may arise in the cardia catheterization laboratory. The article captures bleeding as an adverse event, and classified bleeding as device related if it occurred from a vas cannula attachment site. The article defines bleeding as blood loss resulting in either surgical exploration or blood transfusion requiring more than 3 units of packed red blood cells within a 24-hour period. Per table 6 of the article, there were two bleeding events directly attributed to the device. The edwards venous cannulae were positioned in the pulmonary artery for right ventricular (rvad) support. For left ventricular (lvad) support, the edwards venous cannulae were inserted in the ascending aorta.